Event description:
Patient was referred for generator replacement due to low battery. Further information was received from the patient¿s mother that the patient was experiencing an increase in seizures and that the mother felt the device was no longer working. The patient underwent generator replacement. The explanted generator was received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal end of service condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. There were no performance of any other type of adverse events found with the pulse generator.